Event description:
Procedure type: lap gastric sleeve. According to the reporter: the rubber reducer on versaport plus port became disconnected from plastic flip flop converter and was pushed down the port by instrument in to pt. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).